Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #6736 and concerns our complaint # rkl-13-2382. Retained samples of the same lot were inspected visually for their ph. In addition, one electrode was applied on a volunteer for three hours. No reaction or deviation could be observed. The retained samples were within specification. As no further information was provided despite repeated requests no further investigation could be conducted. No conclusion regarding the cause of the allergic reactions can be drawn.

Event description:
On (B)(6) 2013, we have been informed of an incident with ECG electrodes in (B)(6). A stress echo ECG was performed on a female patient. Skintact ECG electrodes model fs-50 was used. The patient suffered a severe allergic reaction. The user stated that the patient was known to be allergic to anaesthetics and asked whether the gel used had any components relating to anaesthetics. The distributor was asked to provide more information by having a questionnaire completed for each patient. No further information was provided despite repeated requests.